Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: the review of the black box data showed unexpected ¿cs162¿ loss of prime alarms due low non-zero force on (B)(6) 2016. The pump powered on with intact auditory and vibratory features to a blank screen; therefore, investigators were unable to adequately investigate the reported ¿loss of prime¿ complaint. The pump¿s cover was removed and the display screen was found to be cracked. No intermittent condition were found to the fs flex pins.